Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: patient was 65 years old at the time of study enrollment.

Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2019, the patient was enrolled in the clinical study and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa). The target lesion was reportedly 100 percent stenosed, and was 60 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm. The lesion was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by placement of an eluvia EU, 6x120, 75 cm. Following post dilation, residual stenosis was reportedly 0 percent. The patient was discharged with antiplatelet therapy the same day. On (B)(6) 2022, 1266 days post index procedure, the patient was diagnosed with in-stent restenosis of the left sfa. On (B)(6) 2022, 1324 days post index procedure, the patient was hospitalized and recommended to undergo an interventional procedure to treat the restenosis. Additional core lab angiography performed at the left mid-to-distal sfa showed no inflow and outflow not patent. Stenosis pattern was focal with the absence of thrombus and aneurysm. The target lesion was located in the left mid to distal sfa, involving the proximal popliteal artery. Stenosis was reportedly 90 percent, and the lesion was 200 mm long and with a reference vessel diameter of 4 mm. The lesion was treated by performing percutaneous transluminal angioplasty. Post procedure, there was 10 percent residual stenosis, and no thrombus was seen. The event was considered resolved at this time. On (B)(6) 2022, the patient was discharged in a stable condition. There were no further reported adverse consequences to the patient.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A1 - age at time of event: patient was 65 years old at the time of study enrollment.

Event description:
S2366 eminent. It was reported that in-stent restenosis occurred 1266 days post index procedure. On (B)(6), 2019, the patient was enrolled in the clinical study and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa). The target lesion was reportedly 100 percent stenosed, and was 60 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm. The lesion was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by placement of an eluvia EU, 6x120, 75 cm. Following post dilation, residual stenosis was reportedly 0 percent. The patient was discharged with antiplatelet therapy the same day. On (B)(6), 2022, 1266 days post index procedure, the patient was diagnosed with in-stent restenosis of the left sfa. It was further reported that the patient presented with symptoms of constant acute pain and a numb feeling that began four weeks prior in the left lower leg. Additionally, the patient reported occasionally waking from pain during the night. The patient was on statin and clopidogrel medication at the time the symptoms were reported. On (B)(6), 2022, 1324 days post index procedure, the patient was hospitalized and recommended to undergo an interventional procedure to treat the restenosis. Angiography revealed approximately 50 percent restenosis in the distal sfa and high-grade in-stent restenosis in the mid sfa and supragenual popliteal artery. Additional core lab angiography performed at the left mid-to-distal sfa showed no inflow and outflow not patent. Stenosis pattern was focal with the absence of thrombus and aneurysm. The patient was diagnosed with f iii in the left along with stent occlusion sfa and the stenosis of sfa and popliteal artery on the left. The target lesion was located in the left mid to distal sfa, involving the proximal popliteal artery. Stenosis was reportedly 90 percent, and the lesion was 200 mm long and with a reference vessel diameter of 4 mm. The lesion was treated by performing percutaneous transluminal angioplasty using a 6x200 balloon. Post procedure, there was 10 percent residual stenosis, and no thrombus was seen. The patient was administered 5 mg of verapamil due to reduced flow. The event was considered resolved at this time. On (B)(6) 2022, the patient was discharged in a stable condition. There were no further reported adverse consequences to the patient.

Event description:
S2366 eminent. It was reported that in-stent restenosis occurred 1266 days post index procedure. On (B)(6) 2019 the patient was enrolled in the clinical study and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa). The target lesion was reportedly 100 percent stenosed, and was 60 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm. The lesion was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by placement of an eluvia EU, 6x120, 75 cm. Following post dilation, residual stenosis was reportedly 0 percent. The patient was discharged with antiplatelet therapy the same day. On (B)(6) 2022 1266 days post index procedure, the patient was diagnosed with in-stent restenosis of the left sfa. It was further reported that the patient presented with symptoms of constant acute pain and a numb feeling that began four weeks prior in the left lower leg. Additionally, the patient reported occasionally waking from pain during the night. The patient was on statin and clopidogrel medication at the time the symptoms were reported. On (B)(6) 2022 1324 days post index procedure, the patient was hospitalized and recommended to undergo an interventional procedure to treat the restenosis. Angiography revealed approximately 50 percent restenosis in the distal sfa and high-grade in-stent restenosis in the mid sfa and supragenual popliteal artery. Additional core lab angiography performed at the left mid-to-distal sfa showed no inflow and outflow not patent. Stenosis pattern was focal with the absence of thrombus and aneurysm. The patient was diagnosed with f iii in the left along with stent occlusion sfa and the stenosis of sfa and popliteal artery on the left. The target lesion was located in the left mid to distal sfa, involving the proximal popliteal artery. Stenosis was reportedly 90 percent, and the lesion was 200 mm long and with a reference vessel diameter of 4 mm. The lesion was treated by performing percutaneous transluminal angioplasty using a 6x200 balloon. Post procedure, there was 10 percent residual stenosis, and no thrombus was seen. The patient was administered 5 mg of verapamil due to reduced flow. The event was considered resolved at this time. On (B)(6) 2022 the patient was discharged in a stable condition. There were no further reported adverse consequences to the patient. It was further reported that the subject was discharged in stable condition on (B)(6) 2022 with advice to visit again in the outpatient clinic in 4 weeks, not on (B)(6) 2022 as initially reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A1 - age at time of event: patient was 65 years old at the time of study enrollment. Correction: it was previously reported that the patient was discharged on (B)(6) 2022. The discharge date has been updated to (B)(6) 2022. Section b5 has been updated to reflect this.